Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Devices remain implanted.

Manufacturer narrative:
An event regarding radiolucency below the baseplate involving a triathlon mb patella was reported. Conclusion: the patella does not contact the patient¿s tibia. No allegations were made regarding this device. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that patient had bilateral knees done on (B)(6) 2013. Follow-up showed radiolucent lines below tritanium baseplate, more on the left than right tibia. A review of the surgeon's findings of the patient's follow-up of the right hip implants indicated a radiolucency around the tibial phalange seen on the laterals. It was not as prevalent on the right side. The surgeon indicated that these could represent loosening of the tibial components.

Event description:
It was reported that patient had bilateral knees done on (B)(6) 2013. Follow-up showed radiolucent lines below tritanium baseplate, more on the left than right tibia. A review of the surgeon's findings of the patient's follow-up of the right hip implants indicated a radiolucency around the tibial phalange seen on the laterals. It was not as prevalent on the right side. The surgeon indicated that these could represent loosening of the tibial components.